Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Cho mc, ha sb, oh sj, kim sw, paick js. Change in storage symptoms following laser prostatectomy: comparison between photoselective vaporization of the prostate (pvp) and holmium laser enucleation of the prostate (holep). World j urol. 2015:33:1173-80. This report is for the same literature article as reported under MFR number 2124215-2023-27438.

Event description:
It was reported to boston scientific via an article published in world journal of urology that a retrospective review was conducted of patients who had undergone either a photoselective vaporization of the prostate (pvp) or a holmium laser enuclation of the prostate (holep) procedure for treatment of lower urinary tract symptoms (luts) related to benign prostatic hyperplasia (bph). The study sought to compare the serial changes of post operative storage symptoms between pvp and holep and to identify the predictors of improvement in storage symptoms. The medical records of 213 men who underwent pvp and 273 men who underwent holep between 2005 and 2011 were reviewed. Patients were excluded from the study if they had a previous diagnosis of urethral stricture, prostate carcinoma, or neurogenic bladder. The patients were then evaluated at 1 month, 3 months, 6 months, and 12 months postoperatively. During the follow-up period, the following patient complications were reported: 20.2% of pvp patients and 3.3% of holep patients had transient dysuria, an unspecified number of patients had urethral stricture in both the pvp and holep groups, an unspecified number of patients had bladder neck contracture in both the pvp and holep groups, and an unspecified number of patient experienced urinary urgency 1 month post procedure in the pvp group. After the pvp procedure, 52 patients took anticholinergic medications which started a mean 1.6 months postoperatively and had a mean administration duration of 6.6 months. After the holep procedure, 47 patients took anticholinergic medications which started a mean 1.8 months postoperatively and had a mean administration duration of 4.4 months. This complaint was created to report the data related to patients who underwent the holep procedure.

Manufacturer narrative:
Cho mc, ha sb, oh sj, kim sw, paick js. Change in storage symptoms following laser prostatectomy: comparison between photoselective vaporization of the prostate (pvp) and holmium laser enucleation of the prostate (holep). World j urol. 2015:33:1173-80. This report is for the same literature article as reported under MFR number 2124215-2023-27438.

Event description:
It was reported to boston scientific via an article published in world journal of urology that a retrospective review was conducted of patients who had undergone either a photoselective vaporization of the prostate (pvp) or a holmium laser enuclation of the prostate (holep) procedure for treatment of lower urinary tract symptoms (luts) related to benign prostatic hyperplasia (bph). The study sought to compare the serial changes of post operative storage symptoms between pvp and holep and to identify the predictors of improvement in storage symptoms. The medical records of 213 men who underwent pvp and 273 men who underwent holep between 2005 and 2011 were reviewed. Patients were excluded from the study if they had a previous diagnosis of urethral stricture, prostate carcinoma, or neurogenic bladder. The patients were then evaluated at 1 month, 3 months, 6 months, and 12 months postoperatively. During the follow-up period, the following patient complications were reported: 20.2% of pvp patients and 3.3% of holep patients had transient dysuria, an unspecified number of patients had urethral stricture in both the pvp and holep groups, an unspecified number of patients had bladder neck contracture in both the pvp and holep groups, and an unspecified number of patient experienced urinary urgency 1 month post procedure in the pvp group. After the pvp procedure, 52 patients took anticholinergic medications which started a mean 1.6 months postoperatively and had a mean administration duration of 6.6 months. After the holep procedure, 47 patients took anticholinergic medications which started a mean 1.8 months postoperatively and had a mean administration duration of 4.4 months. This complaint was created to report the data related to patients who underwent the holep procedure.